Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device initial power up failure (could not obtain logs) / rtc offset was confirmed. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the initial evaluation of the device initial power up failure (could not obtain logs) / rtc offset was confirmed. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There was no significant event in the error log. The device passed all testing. Section h6 coding updated.